Event description:
Customer reported that the numbers on the insulin pump were scrolling when attempting to bolus. Customer also stated that the up button was sticking. Customer's blood glucose reading at the time of the call was 185 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Insulin pump received with minor scratches on display window. Insulin pump received with cracked case display window corner, cracked battery tube threads and cracked reservoir tube lip.